Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. No alarm for a loose drive support disk could be verified due to the motor error. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a missing end cap sticker.